Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 478 mg/dl to 500 mg/dl. Customer performed a system check and the occlusion was found to be within the cartridge. Reportedly, customer used the cartridge for 4 days. Tandem's technical support educated customer on cartridge/insulin labeling. The pump supplies were changed to address the issue and insulin delivery was resumed.